Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. H2: additional information. H6: conclusion code - additional.

Event description:
It was reported that the patient was not using a blood glucose meter during the reported signal loss, which is misuse of the device. Labeling indicates: if you get a system error ¿ such as no readings, sensor error, or signal loss ¿ you won¿t get g6 readings or alarm/alerts. If your cgm display is missing g6 reading (number) or arrow(s), or both - take a fingerstick with your meter to make a treatment decision. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The patient fell unconscious and crashed onto the toilet, sustaining two broken ribs, and a few cuts from the broken toilet. A neighbor called the ambulance as he saw the patient through a window. His cuts were stitched and glued and he was given pain medications via intravenous (IV) therapy. At the time of the report eight days later he was recovering but could not remember any additional details. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.